Event description:
This incident was reported as a (B)(4). It was reported that the insertion site was the right femoral vein. The product was an arrow #4 fr 8 cm catheter. The infant continued to receive care in the picu due to her primary diagnosis and prematurity. An ultrasound of the abdomen was performed due to the infant's difficulty breathing. The radiology report revealed to the right of the bladder, a radiodensity. This was between the iliac vessels on the right side of the bladder. This was suspected to be a piece of guide wire from a femoral vein cannulation. This was disclosed to the parents. A surgeon was consulted and the infant was taken to the operating room and a foreign body was removed from the right groin. It was determined to be a portion of a sheared guide wire. The surgeon documented in the post op note that a flexible tip of the wire had remained in the right groin. Following the operative procedure and removal of the foreign body, an xray was taken and no foreign body was revealed. The pathology report indicated that the bent portion of the wire measured 1.1 cm in length and the remaining portion of the wire measured 4.5 cm in length. No complications from this procedure resulted and the foreign body did not contribute to the patient's current condition. The infant remains in the PICC due to the primary admitting diagnosis.

Manufacturer narrative:
(B)(4). There will be no sample returning for evaluation.